Event description:
The account stated that the architect is generating erratic results for a patient. The qc is within range. The account provided the results for sample a, b and c for the same patient. Sample a, the initial test=187.4, the retest= 699.86. The manual dilution was 128.1 and 165.4. Sample b, the initial result = 391, the manual dilutions were 293.4 and 282.4. Sample c, the initial result = 787.56, the auto-dilution = 748 and the manual dilution =788.34. The ca19-9 was around a 1000 in 2009. There was no impact on patient management reported.

Manufacturer narrative:
This report is being filed on an international product, that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation: (a review of the complaint data was performed to assess the performance of the assay. A review of the labeling was performed to determine if the issue observed by the customer was adequately addressed. The complaint activity was normal for the issue under investigation and the issue is adequately addressed in the product labeling. Testing was not performed for this investigation. A review of the causative agents quality records did not identify a trend related to the issue under investigation. No issues were identified related to the complaint that would indicate that there is a product deficiency. Additionally, the sample in question was not available for analysis; therefore evaluation of file material would not provide meaningful information to the customer. The architect ca 19-9xr reagent package insert was reviewed and contains the following information, which may assist the customer with their observation: the architect ca 19-9xr assay value must be used in conjunction with information available from clinical evaluation and other diagnostic procedures. If the architect ca 19-9xr assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Specimens containing hama may produce anomalous values when tested with assay kits that employ mouse monoclonal antibodies. Additional clinical or diagnostic information may be required to determine patient status. Based on the results of this investigation, architect ca 19-9xr reagent lot 70479m100 is performing as intended and no additional product issues were identified. No further investigation is required. The is the final report.